Event description:
Boston scientific received information from the patient that the black box on the power cord, and the connector end of the cord where it attaches to the communicator became red hot.

Manufacturer narrative:
The communicator along with the power supply were returned for analysis. Post market quality assurance found that the returned power brick's cord was melted and appeared pinched. X-ray pictures of the power cord attached provided visual evidence.